Manufacturer narrative:
Device evaluated by MFR: an examination of the electrode found the array to be fully retracted. No visible damages were found to cannula or handle. A functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged. No issues were observed in the tines. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12321. It was reported that the tines were burned and the shape of the tines had changed. The patient was prepared under ultrasound and intravenous sedation for a radiofrequency ablation (rfa) procedure for tumor ablation. The patient had a 3.9cm subcapsular hypoechoic lesion at hepatic segment vii/viii. A rf3000 generator was used with two 4.0/14/15 leveen" standard needles which were navigated into the lesion in segment ivb. Ablations were performed in two positions (one for each electrode) with full expansion. The total ablation time was 57:55 minutes. The physician noticed the tines on the needles were burned and when they moved the needle into the tumor, it was noticed the tines were bent. The second needle also had a tine burn and the bent tines. The physician used another 4.0 needle for another lesion in segment iii. Ablation was done in one position with full expansion, with an ablation time of 17:26 minutes.. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12321. It was reported that the tines were burned and the shape of the tines had changed. The patient was prepared under ultrasound and intravenous sedation for a radiofrequency ablation (rfa) procedure for tumor ablation. The patient had a 3.9cm subcapsular hypoechoic lesion at hepatic segment vii/viii. A rf3000 generator was used with two 4.0/14/15 leveen" standard needles which were navigated into the lesion in segment ivb. Ablations were performed in two positions (one for each electrode) with full expansion. The total ablation time was 57:55 minutes. The physician noticed the tines on the needles were burned and wen they moved the needle into the tumor, it was noticed the tines were bent. The second needle also had a tine burn and the bent tines. The physician used another 4.0 needle for another lesion in segment iii. Ablation was done in one position with full expansion, with an ablation time of 17:26 minutes.. No patient complications were reported and the patient status is stable.